Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs- linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5019615/5039304. Product family: scs- linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5116024/5116042.

Event description:
It was reported that the patient was experiencing inadequate pain relief and the patient was reprogrammed. It was also mentioned that patient has pain in the ipg and it was bugling. The patient underwent a spinal cord stimulator explant procedure. The explanted device components will not be returned due to facility policy.